Manufacturer narrative:
Multiple data points were below the manufacturing 2sd range for ckmb. Product support confirmed low tni, ck-mb and myo recovery on cardiac device lot w44467. Recovery was between 56% - 85% when devices were tested against in-house calibrators. Devices returned from the field recovered lower than in-house qc retains. Issue was opened in order to review the lot further and determine possible further action. CAPA, has been initiated and a recall has been initiated for the lot in question.

Event description:
Customer observed low ckmb and troponin I recovery when testing controls on triage cardiac panel lot #w4467.